Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete.

Event description:
The reported device was used for acl reconstruction surgery on (B)(6) 2018. After inserting the graft, it was reported that the one thread of speedtrap broke when fixing it to the tibia, and could only fix with the other thread. The broken tread was remained in the patient¿s bone hole. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.

Event description:
Additional information received on 10/18/2018. It was reported that the device will not be returned to site.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device will not be returned, therefore device is not available for a physical evaluation. This complaint is not confirmed. No pictures were provided. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 223751 lot#: l862918 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is currently unavailable.